Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site, checked the log file which showed an application error. The fse found that the patient image could not display correctly due to the calibration geometry data of the c-arm being lost. The fse solved the issue by replacing the automatic motion control (amc) drive unit. After the replacement and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips the system c-arm geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.